Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the stapler was able to fire, however, staple line was incomplete. It stopped firing at the distal part of the tissue. The staple line fixed perfect b shape. The jaw did not lock on tissue.